Event description:
The patient reported she is unable to establish communication with her scs ipg using her charging system and is also receiving a no ipg telemetry error message from her patient programmer. The patient also reported she has not changed in 5 months due to her pain improving and turning stimulation off for an unrelated hip x-ray. The patient would like the scs ipg explanted and replaced; however, no course of action is planned at this time due to the patient's personal issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.